Event description:
Information received indicates the bed is stuck in trend and had no scale function due to fluid ingress on the power circuit board.

Manufacturer narrative:
The technician replaced the power circuit board to repair the bed.